Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, one of the jaws got detached from the device. No harm to the patient reported.

Manufacturer narrative:
(B)(4). Investigation summary: the device was received with the electrode detached from the jaw and active rod, the electrode was not returned. In addition the top jaw was received attached to the instrument and not missing as reported. Upon visual inspection under magnification it was noted that the ceramic was missing. The ceramic was damaged by the separation of the electrode from the lower jaw. Testing found a short on the device when the jaws are fully or partially closed, resulting in an alert screen "reposition jaws and reactive". This is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. The separated electrode prevented the instrument from fully cycling open or close. This is due the interference between the blade and electrode. There is insufficient evidence related to what caused the damage on the device. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.